Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient¿s blood glucose levels and duration of pod use were requested but not available. Symptoms reported include feeling lightheaded until they fainted and lost consciousness. The patient was diagnosed with hypoglycemia and was treated with a 50 percent dextrose injection. The patient was discharged after a few hours on the same day. Despite multiple good faith attempts to obtain additional information, no additional information was available. If additional information is received a supplemental report will be submitted.